Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been admitted for chest pain, shortness of breath, and covid. The patient's computed tomography angiogram (CT) showed an extrinsic compression of the outflow graft within the bend relief as well as an acute bend. The patient's team was aware of the acute bend, though no intervention was deemed necessary. Prior to discharge, the outflow graft compression and bend were stented in the catheterization lab. Pump flow appeared to have improved slightly since the procedure.

Event description:
It was reported that the patient's team was aware of the acute bend although no intervention was previously provided.

Manufacturer narrative:
Section b5: the patient had a known outflow graft bend/kink which was previously reported under manufacturer report number 2916596-2021-07157. Manufacturer's investigation conclusion: the outflow graft obstruction was confirmed through the computed tomography images provided by the account, however, the extent of the obstruction could not be determined by the pictures alone. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. The account submitted 3 CT images for evaluation. The first submitted photo showed both the outflow graft kink, which had previously been reported under MFR # 2916596-2021-07157, and the reported extrinsic outflow graft obstruction (eogo). The second submitted photo shows the bend relief as a white circle. Inside of the circle is a compressed outflow graft shown in white, and the reported obstruction shown in grey. The third submitted photo is a CT scan of the side profile of the outflow graft again showing the compressed graft in white and the reported obstruction in grey. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. A specific cause for the obstruction could not be conclusively determined. Evaluation of the submitted log files captured the device functioning as intended. No atypical events or alarms were captured. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.